Event description:
It was reported that the pt fell on her implanted side and was no longer able to hear with her device. The pt did not have any outward signs of injury. Testing was carried out which confirmed that the device has malfunctioned. The pt was re-implanted in 2008.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device faiure analysis will be submitted as a follow-up report.